Event description:
A medtronic representative reported that, while in a spine procedure, the site alleged an inaccuracy in synergy spine 2.0.1 software. No specific measurement or further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2013 - a medtronic representative, following-up at the site, performed a navigation system check-out, using the blue demo model. Findings were that all of the instruments the site used in the procedure tracked without issue and were accurate. The reported issue could not be replicated using the blue demo model.